Event description:
Hcp reported the patient presented in 2002 with signs of infection that included fever, pain, an elevated white blood count, an elevated sed rate, and meningeal signs and symptoms. Pt was diagnosed with meningitis. A culture of the pump reservoir was negative, however the cultures of the catheter tip and the cerebral spinal fluid were positive for a gram positive cocci. The patient was treated with IV antibiotics and total device system explant. Pt was discharged from the hospital in 10 days and was to receive IV vancomycin for 14 days as an outpatient.